Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion due to faulty force sensor resistor. Motor passed the motor test. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she received an insulin pump that she did not need. The customer was advised that the order was sent in error and would need to be returned. The customer returned the insulin pump and analysis was performed.